Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. It is unknown if the customer was using the pump for insulin therapy at the time of death. Multiple follow up attempts were made to obtain the cause of death and additional details. However, no additional information regarding this event was provided.